Manufacturer narrative:
Concomitant medical product(s): 2272 ipg, implanted (B)(6) 2019(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the epicardial (left ventricular (lv)) lead since implant. The lead was capped and replaced on the right hand side. No patient complications have been reported as a result of this event.